Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org's) keep losing connectivity and shows communication loss with connected device(s). No patient harm was reported. Nihon kohden's technician advised the bme to work with their it department due to having nihon kohden's equipment running off of their facilities network which means the switches being used for the org's are serviced by the facilities it department.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org's) keep losing connectivity and shows communication loss with connected device(s). No patient harm was reported. Nihon kohden's technician advised the bme to work with their it department due to having nihon kohden's equipment running off of their facilities network which means the switches being used for the org's are serviced by the facilities it department.